Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a face-lift procedure, the surgeon felt device was collecting more heat than usual. On the right side, the skin bruised more than usual. Where the pt had a scar on the right side, she got a blister from the device.